Manufacturer narrative:
(B)(4).

Event description:
On postoperative day 4 the surgeon performed a second surgical procedure which was reported to be unsuccessful.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested, but not received. (B)(4).

Event description:
A surgeon reported that one day after intraocular lens (iol) exchange surgery, the iol was dislocated/luxated. On postoperative day 6 the surgeon performed a second surgical procedure which was reported to be unsuccessful. Additional information has been requested but not received.